Manufacturer narrative:
The reported event of helix rotation issue was confirmed. As received, a complete lead was returned in one piece. X-ray inspection found the helix was stretched as received. Unable to perform helix mechanism test due stretched helix consistent with procedural damage. The cause of the reported event is due to procedural damage to the helix.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, a helix rotation issue was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.